Event description:
It was reported the right internal iliac was inadvertently covered by the main body of the device. The clinician was happy with the outcome and not making any allegation of deficiency with the product.